Event description:
It was reported that perforation and pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system double curve (was) was positioned and a 24mm watchman flx closure device and delivery system (wds) was advanced. During deployment of the wds, the was advanced into the superior wall of the laa, causing the wds to perforate the laa resulting in a pe. The pe was circumferential. The patient was transferred to the operating room where a pericardial window procedure was performed. The laa was clipped with a non-boston scientific clip. Post-surgery, the patient is recovering well.